Event description:
Reporter alleged the customer obtained the results of 435 mg/dl, 104 mg/dl and 236 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 435 mg/dl, 104 mg/dl and 236 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.